Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "no sound" was confirmed as very low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the dislodged speaker. The rear case required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump speaker had no sound. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.